Event description:
The intended procedure has been reported to have been diagnostic.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed; the power supply was found to be faulty. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, it is likely that the faulty power supply led to the malfunction. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus has not yet received the device from the customer for evaluation. The customer did report that the screen continued not to work after the cable was changed. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer contacted olympus to report a failure to power on with their 4k uhd lcd monitor. The failure to power on was discovered before a procedure, and no patient or user harm has been reported.